Event description:
It was reported that patient underwent a procedure utilizing a compression cable plate. Approximately one month later, the patient began to experience pain. Radiographs taken revealed torsion of the plate, and a revision procedure was performed to remove and replace the cable plate. No further information has been received to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Date of event - unknown.date implanted - approximately one month ago; exact date unknown.date explanted - unknown.(B) (4).